Event description:
Electrical short in device power cord, resulting in electrical sparking and singeing consumers blouse.

Manufacturer narrative:
Evaluation: power cord problem can be related to the operator's use and technique of bundling the power adapter and electrical cords for carrying or storage. However, current power cord insulation is only ul/csa spt-1 rated. Design considerations: electrical cord with spt-2 insulation rating will provide greater insulation thickness to mitigate the rupturing of electrical cords. Changing to power adapters that plug directly into wall outlets (i.e. Without power cord) should be a consideration.